Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one needle and no suture. Visual and microscopic inspection of the needle noted no abnormalities. Unfortunately, as no sealed samples were returned, a tensile strength test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hernia procedure, upon closing the peritoneum, while doing an overlock suturing technique, the thread of the devices broke. The surgeon used another suture to complete the case. There was no patient injury.